Event description:
It was reported that the customer had high blood glucose levels of 169 mg/dl. The customer reported that the reservoir of the insulin pump was leaking. The customer specified that the leaks from the reservoir were coming from the middle; past the two o-rings of the insulin pump. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).